Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a moderate stiffness of the driveline was observed between the exit site and the modular cable connector. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of stiffening along the percutaneous lead (driveline) could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A submitted photo revealed the driveline had slight bends between the exit site and the bend relief. No cuts, tears, or other damage to the outer jacket were visible. The heartmate 3 lvas patient handbook cautions the user not to twist, kink, or sharply bend the driveline as it may cause damage to the wires inside, even if external damage is not visible. This handbook, as well as the heartmate 3 lvas instructions for use (IFU), also contain information about caring for the driveline. These documents explain that a damp, lint-free cloth should be used to clean the driveline when necessary. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.